Event description:
It was reported that the patient underwent a standard one-level corpectomy and the surgeon implanted a peek spacer and a translational plate for fixation. Three weeks later, patient x-rays showed one translating side of the plate had compressed itself and the other side had come apart, with the inferior side sliding on top of the middle segment. The nitinol wire that locks the translating components was still in the patient, as seen on x-ray. Patient underwent for revision three weeks after original surgery to replace the plate. A corpectomy was performed at two levels. Two screws were inserted in top and bottom levels and no compression of the plate was performed during case. No other complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.